Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the pt had "high lead impedance" indicating a possible lead malfunction. The output current was set to zero milliamps. X-rays were taken and reviewed by the treating phyisican "but problem is not really visible." The pt did not have any fall or injury preceding the high impedance event. Revision surgery is likely.